Event description:
The customer called on 9/8/99, to report that this defibrillator's screen goes black with 2 lines across the screen when monitoring. They said it happens usually when they are traveling. No additional pt or incident info was given.

Manufacturer narrative:
The returned defibrillator was tested and proper operation for pt treatment was verified. The battery and pt cable used at the scene were not returned for this evaluation. The hs3000 operating instructions explain that the "service mandatory" message with audible beep tone displays in the event that a critical part of the unit fails. "A blank display and an audible intermittent beep tone should be considered as a 'service mandatory" (sm) message." Sm faults caused by external electrical interference may occur on any digital equipment including hs3000. Such a fault will usually not be repeated. A problem with the pt cable could cause a "check electrodes" condition that would cause the unit to power-off automatically after 2 mins. The hs3000 operating instructions explain the "sm" and "ce" prompts and what to do should they be experienced. The customer was sent a letter explaining our evaluation.